Event description:
The account stated that a (B)(6) architect (B)(6) result was generated on a donor sample tested in (B)(6) with lot 04433lf00. Donor sample (B)(6) generated a (B)(6) result of (B)(6) on (B)(6) 2012. A new sample from the donor was tested on (B)(6) 2012 and generated a (B)(6) result of (B)(6) with lot 10499lf00. The sample from (B)(6) was repeated and generated a (B)(6) result of (B)(6) with lot 10499lf00. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) (no consequences or impact to patient). (B)(4) ((B)(6) result). This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: false (B)(6) result. An investigation of architect anti-hbs reagent 7c18-30 lot 04433lf00 was performed. The reagent lot was assessed on one instrument using an approved lot of architect anti-hbs calibrator to calibrate the instrument and running all levels of abbott controls to access validity. Ten replicates of (B)(6) control were tested as per customer release testing. All results were within passing specification. In addition a review of the manufacturing and testing records was performed for architect anti-hbs reagent 7c18-30 lot 04433lf00. No issues related to the customer's observation were observed. Customer complaint data was reviewed and no adverse trends were identified. The architect anti-hbs reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. The investigation did not identify a product deficiency.